Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14-may-2026, a facility representative reported via (B)(4) that an ar-9831 apollorf i90 has a broken tip. This issue was discovered during the surgery. Another device was swapped, and the case was completed with no adverse effects to the patient.